Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d4: lot #: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was a suction loss using the patient interface. Doctor reported that when he brings the cone to the suction ring, he feels the opening is smaller. He says it sometimes requires you to wiggle the gripper to get the cone to seat into the suction ring. Very tight tolerances for the cone and the gripper aperture. Feels the aperture of the gripper may prevent the cone from fully applanating. No patient injury and/or complications were reported.